Manufacturer narrative:
Additional information was received on august 26, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0004 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. No broken valves were found. Eight samples from different lots along with one sample from lot 14fm0004 were tested by injecting 60ml of air into the balloon inflation port and was observed for 10 minutes for any visible leaks or breaks. After 10 minutes the diameter of the balloon was measured and the sample for lot 14fm0004 was outside the diameter decreased by 0.19mm. The air was then removed from the balloon and 45ml of water was injected. No blockage, leakage or breakage was noted at the time of injection or after 24 hours which showed that the balloon and inflation ports can resist normal usage water pressure. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event information has been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that during inflation, the filling tube detached from the tubing. It was further reported that the cuff was instilled with 4 milliliters of fluid. No patient harm ws reported as a result of this event.